Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the night prior to the event, the patient had a cgm value of 323 mg/dl and was asymptomatic. The patient dosed herself with 55 units of tresiba. The following morning (B)(6) 2023, the cgm was still reading 323 mg/dl. An unspecified time later, the patient was eating breakfast and had loss of consciousness. The patient's child called 911. Emergency medical services (ems) checked the bg at 50 mg/dl while the cgm was 142 mg/dl. The patient was treated with unspecified glucose and transported to the hospital. The patient did not reportedly regain consciousness until 2 days later. The patient was hospitalized for 3 nights before discharge. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect - impact code - f1005 overdose.